Event description:
It was reported the model dxw225 23.0 diopter intraocular lens (iol) was implanted into the patient¿s ocular dexter (right eye). In a secondary surgical procedure, the iol was explanted due to complaints of wrong power and the explanted iol was replaced with a dxw225 22.0 diopter iol. It is unknown if the wrong power lens caused any visual issues. There was no patient injury, medical intervention, or surgical intervention. Patient outcome post-lens exchange is unknown. No further information is available.

Manufacturer narrative:
Additional information: sections a-4 patient weight and a-5 patient ethnicity and race: unknown/asked information unavailable. Section b-3: date of event: unknown/asked information unavailable. The best estimation date is between (B)(6) 2023 and (B)(6) 2024 (iol implant and explant dates). Section h3-81: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section d9: device available for evaluation: yes. Section d9: device date returned to manufacturer: 15-apr-2024. Section h3: device evaluated by manufacturer: yes. Device evaluation: the lens was received stuck to medical gauze inside a plastic bag. The lens was visually inspected revealing that the lens was coated in viscoelastic residue. The lens was cleaned and inspected, and no issues that could cause or contribute to the complaint issue were observed. Complaint issue "calculation issue" was not identified during product evaluation. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications and the reported complaint issue could not be confirmed. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.